Event description:
The hosp staff used the device with disposable defibrillation electrodes to administer four shocks to a pt diagnosed in cardiac arrest. The defibrillator reportedly failed to deliver energy to the pt. This opinion was based on a lack of pt muscular reaction and a lack of ECG rhythm change. Standard external paddles were subsequently used to administer two additional shocks to the pt with no problems reported. There were no adverse affects to the pt reported.